Event description:
It was reported that during a laparoscopic cholecystectomy, on the first device, a piece of white plastic broke off and did not fall into the patient. With the second device, staples did not oppose each other; they were offset (malformed). Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is unknown if the death was device related. No further details were provided.